Event description:
It was reported that the patient was experiencing more pain when using the device, especially under the shoulder blade. The patient had multiple reprogramming's but was still having pain. The patient underwent a revision procedure wherein the leads were adjusted to cover the pain area and the ipg was replaced with an MRI compatible device.

Manufacturer narrative:
Date of event: exact date unknown, event occurred three months ago. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7083125/7083731. Product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 7075283/7075289.